Event description:
During for coronary artery bypass grafts surgery, three heartstring seals cracked whil loading the seals into the delivery tube. The surgeon used a fourth seal but the heartstring seal didn' unravel completely during removal process. The surgeon used on repair stitch to correct the torn suture. No other patient complications were reported by the hospital. This report is for the third seal that cracked and a subsequent seal was used to attempt completion of the procedure.